Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure colis embedded within") and pelvic pain ("severe pelvic pain") in a 37-year-old female patient who had essure (batch no. Cs000dz, d01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: birth control from (B)(6) 2013 to (B)(6) 2015. Concomitant products included azithromycin (azitromycine merck), bisoprolol, fluoxetine hydrochloride (fluoxetin), ibuprofen, metronidazole and pantoprazole. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced migraine ("intensified migraines"), fatigue ("fatigue"), depression ("depression"), rash ("rashes") and headache ("headaches"). On (B)(6) 2015, the patient experienced abdominal pain lower ("severe, lower abdominal pain"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping") and pain in extremity ("left thigh pain"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("abnormally heavy menstrual bleeding"), the second episode of menorrhagia ("prolonged and abnormal menses"), back pain ("severe back pain"), abdominal distension ("bloating"), perioral dermatitis ("rosacea-like rashes on her face"), erythema ("skin redness"), dermatitis contact ("new skin sensitivities to certain metals"), rash papular ("rashes and bumps on her ears"), ear infection ("ear infections"), eye swelling ("swollen eyes and eye lids"), myalgia ("extreme muscle pain in her legs, especially in her left thigh") and allergy to metals ("nickel allergy"). The patient was treated with rizatriptan, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy) and surgery (underwent a bilateral salpingectomy and a right oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, female sexual dysfunction, rash, headache and allergy to metals outcome was unknown and the pelvic pain, dysmenorrhoea, the last episode of menorrhagia, abdominal pain lower, back pain, abdominal pain, abdominal distension, alopecia, dyspareunia, perioral dermatitis, erythema, dermatitis contact, rash papular, ear infection, eye swelling, migraine, fatigue, myalgia, depression and pain in extremity was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, depression, dermatitis contact, dysmenorrhoea, dyspareunia, ear infection, embedded device, erythema, eye swelling, fatigue, female sexual dysfunction, headache, migraine, myalgia, pain in extremity, pelvic pain, perioral dermatitis, rash, rash papular, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Lot numbers and exp/MFR dates cs000dz aug2016 / mar2014, d01970 aug2017 / aug2014. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc update on 24-jul-2018: concomitant and treatment drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure colis embedded within") and pelvic pain ("severe pelvic pain") in a 37-year-old female patient who had essure (batch no. Cs000dz, d01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: birth control from 31-oct-2013 to 27-jan-2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced migraine ("intensified migraines"), fatigue ("fatigue"), depression ("depression"), rash ("rashes") and headache ("headaches"). On (B)(6) 2015, the patient experienced abdominal pain lower ("severe, lower abdominal pain"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping"), pain in extremity ("left thigh pain") and hypoaesthesia ("left thigh pain"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("abnormally heavy menstrual bleeding"), the second episode of menorrhagia ("prolonged and abnormal menses"), back pain ("severe back pain"), abdominal distension ("bloating"), rosacea ("rosacea-like rashes on her face"), erythema ("skin redness"), dermatitis contact ("new skin sensitivities to certain metals"), rash papular ("rashes and bumps on her ears"), ear infection ("ear infections"), eye swelling ("swollen eyes and eye lids"), myalgia ("extreme muscle pain in her legs, especially in her left thigh") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy) and surgery (underwent a bilateral salpingectomy and a right oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, female sexual dysfunction, rash, headache and allergy to metals outcome was unknown and the pelvic pain, dysmenorrhoea, the last episode of menorrhagia, abdominal pain lower, back pain, abdominal pain, abdominal distension, alopecia, dyspareunia, rosacea, erythema, dermatitis contact, rash papular, ear infection, eye swelling, migraine, fatigue, myalgia, depression, pain in extremity and hypoaesthesia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, depression, dermatitis contact, dysmenorrhoea, dyspareunia, ear infection, embedded device, erythema, eye swelling, fatigue, female sexual dysfunction, headache, hypoaesthesia, migraine, myalgia, pain in extremity, pelvic pain, rash, rash papular, rosacea, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication, lot number were added. Events vaginal haemorrhage, female sexual dysfunction, rash, headache, allergy to metals, pain in extremity, hypoaesthesia, device monitoring procedure not performed were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding"), the second episode of menorrhagia ("prolonged and abnormal menses"), abdominal pain lower ("severe, lower abdominal pain"), back pain ("severe back pain"), abdominal pain ("severe abdominal cramping"), abdominal distension ("bloating"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), rosacea ("rosacea-like rashes on her face"), erythema ("skin redness"), dermatitis allergic ("new skin sensitivities to certain metals"), rash ("rashes and bumps on her ears"), ear infection ("ear infections"), eye swelling ("swollen eyes and eye lids"), migraine ("intensified migraines"), fatigue ("fatigue"), myalgia ("extreme muscle pain in her legs, especially in her left thigh") and depression ("depression"). The patient was treated with surgery (underwent a bilateral salpingectomy and a right oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, the last episode of menorrhagia, abdominal pain lower, back pain, abdominal pain, abdominal distension, alopecia, dyspareunia, rosacea, erythema, dermatitis allergic, rash, ear infection, eye swelling, migraine, fatigue, myalgia and depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, ear infection, erythema, eye swelling, fatigue, migraine, myalgia, pelvic pain, rash, rosacea, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.